Event description:
A surgeon reported a pt with unexpected hyperopia following intraocular lens (iol) implant surgery. Additional information was received from the surgical coordinator, who reported the pt also had lrs (limbal relaxing incisions) performed during the iol implant surgery. According to the surgical coordinator, in the surgeon's opinion, it is unk whether the iol contributed to the event and the hyperopia is not expected to resolve. There are two medical device reports associated with this event. This file is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).